Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the likely cause of the reported event was failure of the dr board operational amplifier. The dr board in the subject device was confirmed to be a design version prior to implementation of a design change of the operational amplifier circuit.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center found the video system center was not producing an image due to a printed circuit board failure. The evaluation noted a loose socket connector. The repair center replaced the ap and dr patient board set before returning the device to the customer. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report that the device worked with olympus series 190 scopes but did not work when using an olympus series 180 scope. During evaluation, the repair center found the video system center produced no image. There was no consequence or impact to the patient.